Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after experiencing a ventricular tachycardia (vt) arrythmia which resulted in syncope episode. Review of the episode noted the s-ICD had delivered four appropriate shocks for the vt, but none of the shocks were successful in converting the patient. The vt episode eventually self-terminated. X-rays taken showed the s-ICD system could be positioned more optimally for the patient, however no abnormalities or changes were noted from x-rays taken during the original implant procedure. Boston scientific technical services provided troubleshooting options, and the s-ICD remains in service. No additional adverse patient effects were reported.